Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined. A review of images provided by the customer of the instrument was conducted. However, the images appear to show the proximal end of the instrument (i.e. The housing) and instrument cable connection to a generator. Therefore, the cause of the failure mode cannot be confirmed based on the images provided or the returned device.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tenaculum forceps instrument broke. The metal cap at the end of the shaft popped off sideways but was still attached by the 2 cables running down the instrument. There was a delay in taking the cannula out with the instrument. The cannula was still on the shaft, and two cables were manually cut to get the tip-off and remove the cannula of the instrument. The staff found several black pieces inside the patient. The customer removed what they could via irrigation and did an x-ray. The x-ray was negative. It is unknown which part of the instrument the black pieces came from. The procedure was completed robotically. Additionally, on 09-dec-2024, intuitive surgical, inc. (Isi) received voluntary medwatch report (MDR) with MDR report #mw5162599 stating: "on (B)(6)2024, intuitive surgical, inc. (Isi) received user facility report mw5162599 stating: patient was having robotic excision fibroid uterus myomectomy abdominal diagnostic hysteroscopy. During the procedure, the robotic tenaculum bent and broke at the wrist. It would not respond from the console. Able to close the tenaculum jaws; however, the tenaculum was unable to be straightened. Robotic tenaculum with bent tip removed while inside the robotic cannula from pt. Upon removal, noticed four small pieces of metal inside pt. Two pieces were successfully retrieved. Due to bleeding, unable to retrieve remaining two pieces. Intuitive sales rep, in or and notified informed staff that the pieces are carbon and not x-ray detectable. He stated he will file a report about the event with intuitive. Broken robotic instrument and two carbon pieces saved."